Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented in the emergency room due to not feeling well, upon observation of the blood cultures being positive and an echo showed possible rv lead vegetation. Physician did not suspect the infection was due to the device but rather the infection happened during the implant process. Device and leads were explanted. No new device and leads were implanted. Patient was stable.